Manufacturer narrative:
The unit had normal operating currents. There was no blank display and no damage found on the lcd isolation tape during testing. However, the unit had a blank display due to a corroded battery cap contact. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that batteries were draining fast and the device was shut off. The customer's blood glucose level was 191 mg/dl. The customer was informed that the product would be replaced. No further details were provided.